Event description:
The patient experienced a change in the location of stimulation, and had not been reprogrammed since implant. During reprogramming some impedance values were greater than 3600 ohms. Effective stimulation coverage was achieved despite the high readings.